Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device failed the vibration assessment and had worn bearings. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the attachment device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the device failed the vibration assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.